Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of low blood glucose after lunch lasting about an hour while using the ilet, expressed frustration with the frequency of lows, and inquired about a factory reset; education and troubleshooting were provided, and a reset was recommended by a clinician with plans for the user to proceed when ready. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment and user education. Investigation included customer support review, clinician review, and recommendation for a factory reset with user training. Investigation of this case revealed an unclear cause of hypoglycemia with no confirmed device malfunction identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.